Manufacturer narrative:
Mainstay medical limited (mml) could not retrieve the device because mml was not told about the explant procedure until five days later. The hospital staff discarded the device. Mml ref# (B)(4).

Event description:
It was reported that the patient had an infection at the incision site, along with fever and nausea. The physician on call decided to explant the device on (B)(6), 2022. The result of the culture was positive for staph infection.

Manufacturer narrative:
Mainstay medical limited (mml) could not retrieve the device because mml was not told about the explant procedure until five days later. The hospital staff discarded the device. The device manufacturing and sterilization record were reviewed. All passed the sterilization process, and no observation would have contributed to the confirmed infection. Updated b2 other: infection (staph). Other device: stimulation leads, serial number: (B)(6). Mml (B)(4).

Event description:
It was reported that the patient had an infection at the incision site, along with fever and nausea. The physician on call decided to explant the device on (B)(6) 2022. The result of the culture was positive for staph infection.